Event description:
Dr report, "loss of integration after stage ii procedure and before stage iii procedure". Device site history of pathology. Fractured tooth #19 was replaced with the 6mm implant at 3 months after extraction. Pt is well controlled diabetic, currently taking insulin 20 ml am and 5pm. Dr also reported, "pain was associated with the implant and an infection developed. As such it was removed".